Manufacturer narrative:
Based on the log file analysis, the reported case could be reconstructed. On the reported date of event the case in question was started at 12:09 using monitoring mode. In monitoring mode no fresh-gas and thus no agent is delivered to the ventilator/breathing system. To inform the user about this state a note ¿no fresh gas supply¿ is displayed in the lower left corner of the display. After 20 seconds into the case an unconfirmed mode change was recorded indicating that a ventilation mode was selected but not confirmed by pressing the rotary knob. Obviously the user tried to manually ventilate the patient in the following, as several volume-related alarms (minute volume low, apnea) were given. At 12:26 the user disconnected the o2 central supply which was accompanied by an ¿o2 supply pressure low¿ alarm. At 12:29 the user switched to volume mode and opened the safety o2 valve. Although obviously no patient was connected (no etco2 measure, no o2 uptake) ventilation/pressure built-up was possible. After changing to man/spont at 12:30 the unit was placed in standby at 12:32. It can be concluded that obviously a mode change which was not correctly confirmed by the user has led to the situation that the device remained in monitoring mode. As in monitoring mode no fresh-gas and thus also no agent is delivered to the ventilator/breathing system the reported symptom of inhibited gas and ventilation can be explained. A corresponding description of the device behavior in monitoring mode is part of the IFU. In case no fresh-gas is provided to the ventilator the o2 safety flow valve can be used to set an adequate fresh-gas flow including anesthetic agent even when the device is switched off. Finally no device failure was found. As described above- when the mode was successfully changed by the user to volume mode- ventilation and also a pressure build-up was possible. No deviation from specification found.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided within a follow-up report.

Event description:
It was reported that the patient was in the anesthetic room. Alert warning came up on machines screen. Gas and ventilation functions inhibited. Ambu bag required to ventilate patient. Patient brought round from anesthetic, surgery was cancelled. No injury reported.